Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the tip is bent on the syringe. User is unsure which lot it is from. By a visual photo observation, it is apparent that the tip of the syringe is broken.